Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or 1st/2nd degree atrioventricular (av) block. Left ventricular outflow tract (lvot) was measured as 66.7mm at a depth of 3mm. The membranous septum was measured as 4.8 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Valve fluoroscopy was checked; pre-implant balloon valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, at 80 percent deployment, the patient had experienced a ventricular fibrillation, and defibrillation was required to resolve the event. Reduced coronary flow was observed, and it was determined to be a transient event. The valve was able to be implanted successfully in a cusp overlap view with controlled pacing over a non-abbott wire in left ventricle (lv) at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Patient's rhythm changed from normal sinus rhythm (nsr) to junctional rhythm. No paravalvular leak (pvl) was observed; final gradient was 8mmhg. Patient's rhythm converted to sinus rhythm with bundle branch block. Temporary pacing wire was inserted, and the patient was monitored overnight and subsequently received a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported medical interventions and surgical intervention were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was received a treatment for ventricular fibrillation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Left ventricular outflow tract (lvot) was measured as 66.7mm at a depth of 3mm. The membranous septum was measured as 4.8 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Valve fluoroscopy was checked; pre-implant balloon valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, at 80 percent deployment, the patient had experienced a ventricular fibrillation, and defibrillation was required to resolve the event. Reduced coronary flow was observed, and it was determined to be a transient event. The valve was able to be implanted successfully in a cusp overlap view with controlled pacing over a non-abbott wire in left ventricle (lv) at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Patient's rhythm changed from normal sinus rhythm (nsr) to junctional rhythm. No paravalvular leak (pvl) was observed; final gradient was 8mmhg. Patient's rhythm converted to sinus rhythm with bundle branch block. Temporary pacing wire was inserted, and the patient was monitored overnight and subsequently received a permanent pacemaker. The patient was discharged.